Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one inappropriate treatment in response to oversensing of cardiac activity and CPR/motion artifact. From 00:41:31 to 01:08:38, the patient was seen in asystole intermittently. At 01:08:38, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 30 bpm. At 01:11:53, the patient's rhythm was asystole with intermittent cardiac activity, CPR/motion artifact and electrode lead falloff the patient passed away on (B)(6) 2022 around 3 am. There is no indication that the inappropriate treatment caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment.